Event description:
Dealer advised where pull tube is located to raise bed is bent and cracking at the weld from order (B)(4). Dealer advised rental unit. Dealer could not provide any further information, (B)(4).